Event description:
An angioplasty, sfa stenting procedure was being considered on a (B)(6) female pt with pre-existing conditions of esdr, pvd, lifestyle limiting calculation, and left lower extremity. In the process of removing the flexor high-flex ansel guiding sheath from the pt; who had a lot of calcium, the sheath came apart. The outer part came undone and was stretching. The sheath was cut so an 8mm balloon was placed inside the sheath and inflated to help retract the sheath; but it came apart during attempted removal. All was retrieved with no harm to the pt. Info was provided that this pt had a lot of procedures going on involving the use of the sheath. A section of the device did not remain inside the patient's body. The pt did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event is still under investigation.